Event description:
It was reported that the patient underwent a surgical procedure; type of procedure was not provided. The patient was intubated with an endotracheal tube. The endotracheal tube was positioned via a stylet guide. The physician made an incision in the patient. After 20 minutes into the procedure, the anesthetist realized the endotracheal tube was leaking air. The endotracheal tube was removed. The surgery was not delayed. Reportedly, the patient was in good condition after the procedure.

Manufacturer narrative:
The procedure performed was a thyroidectomy.

Manufacturer narrative:
(B)(6). (B)(4). The product was returned for evaluation. Visual examination revealed a puncture in the cuff. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. Before use, the cuff should be tested for cuff leakage. Monitor the cuff volume routinely to ensure an adequate seal is maintained. To minimize the effect of cuff leakage over time, saline may be used to inflate the cuff. Avoid insertion of a suction tube or stylet in a tube that has been distorted by biting or other forces. This may further damage the tube and block the airway.